Event description:
It was reported that the patient experienced ineffective therapy with their scs system. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was electively replaced, and the lead was disconnected from the ipg and left implanted while also implanting a new scs system to address the issue. Effective therapy was restored post-op

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Manufacturer narrative:
Correction: section d4- primary unique device identification (UDI) number should have been (B)(4). Correction: section h6- health effect - impact code should have been 4630 - modified surgical procedure and 4610 - inadequate/inappropriate treatment or diagnostic exposure rather than 4610 - inadequate/inappropriate treatment or diagnostic exposure only the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.